Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 16-dec-2016, an fse visited the customer facilities and installed a laser barcode reader according to the appropriate technical bulletin. The fse verified that the analyzer was working properly. The customer ran patient samples with no errors. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was the need for an upgraded version of the sample loader barcode reader.

Event description:
On (B)(6) 2016, a customer reported barcode read errors with their aia-2000 analyzer. The customer was unable to run beta-hcg and afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg and afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.